Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a patient experienced a 1mm hyphema and dispersed red blood cells on the cornea. The patient was given normal postoperative drops and the hyphema has cleared. The patient is doing well.